Event description:
A manufacturer representative (rep) reported that the patient had a lead revision on date notified due to an entire contact that had backed out of the right header block, which was confirmed by an x-ray. Impedances were found to be greater than 10k for some and 40k for others, and the only good contact was c and 8 at 1399 ohms. Post revision, impedances were between the 1500-3077 range and therapy was normal with the patient's parkinson's symptoms fine. There was trouble programming for higher parameters in current mode using the clinician programmer, and the patient is able to increase to their upper limit with the patient programmer (pp). It is unknown when the issues first started to occur. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.